Manufacturer narrative:
The device remains implanted. Medical imaging was received and reviewed by the medical director who confirmed that the medical imaging received shows a type IV endoleak from the bifurcated component. The medical director noted that there was no imaging of the zenith branch endovascular graft iliac bifurcation (zbis) device, as the angio run picture provided does not extend down far enough to see the zbis device. It was reported that it was a coda balloon catheter used for re-ballooning of the graft. The neck anatomy was parallel. It was reported that a 30 cc syringe was used to inflate the balloon and approximately 25 cc was used. It was reported that the ballooning was performed at the proximal edge and other typical ballooning spots. It was reported that the endoleak was all throughout the middle of the device. It was reported that the patient anatomy was not tortuous. It was reported that the physician thinks the endoleak was caused by graft porosity and suture holes. Three requests for additional information were made, but no additional information was received. The device history record for work order for a1197961 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no temporary deviations and no non-conformances in place at the time of manufacture. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device states: 9. Potential adverse events adverse events that may occur and/or require intervention include: endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation. Erosion; puncture; endoleak; barb separation and corrosion. 6.4 implant procedure inaccurate placement and/or incomplete sealing of the zenith iliac branch within the vessel or with additional components may result in increased risk of endoleak, migration or inadvertent occlusion of internal iliac artery. 16. Imaging guidelines and post-operative follow-up 16.1 general the long-term safety and effectiveness of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e .g ., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. There is no evidence to suggest the customer did not follow the IFU. This is a known potential adverse event as described in the IFU. A definitive cause could not be determined from the investigation. Possible causes are: graft too porous patient related factors procedural related factors. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Should additional information be received at any time in the future the investigation may be updated, and an additional report may be supplied.

Event description:
It was reported that during an endovascular aneurysm repair (evar) with an iliac branch and three iliac limbs, all five devices were successfully implanted without any deployment issues. However, after placement, it was noted that all of the grafts were leaking due to suture holes in the graft material [please note that only one device was a william a cook australia pty ltd manufactured device]. It was reported that it was either a type iii or a type IV endoleak. It was reported that re-ballooning was attempted on the entire graft, limbs, stents, and it still leaked. The procedure was stopped.

Event description:
It was reported that during an endovascular aneurysm repair (evar) with an iliac branch and three iliac limbs, all five devices were successfully implanted without any deployment issues. However, after placement, it was noted that all of the grafts were leaking due to suture holes in the graft material [please note that only one device was a william a cook australia pty ltd manufactured device]. It was reported that it was either a type iii or a type IV endoleak. It was reported that re-ballooning was attempted on the entire graft, limbs, stents, and it still leaked. The procedure was stopped.